Event description:
During cholecystectomy the tissue retrieval bag broke while trying to pull the gallbladder out. Some bile spilled out into patient's abdomen. Abdomen was cleaned and no additional harm to patient. FDA safety report ID# (B)(4).